Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm model#: sc-1110-02 serial#: (B)(4) description: precision implantable pulse generator (ipg) it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead was fragmented and was having a difficult time charging. The physician would not explant the device due to patient was pregnant. There was no further information could be obtained from the patient.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per patients preference. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient¿s lead was fragmented and was having a difficult time charging. The physician would not explant the device due to patient was pregnant. There was no further information could be obtained from the patient.